Event description:
MFR received a report from a dealer stating that the user's family alleges the lift was in use when it lost hydraulic power and the user allegedly fell to the ground. As a result of the incident,the user received a fractured hip. The same lift was used after the incident to return user to bed and to assist in ambulance transport.